Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels over 600 mg/dl. The customer was having difficulty understanding the troubleshooting. The paramedics were called for the customer, but she was not treated. By the time the paramedics arrived, her blood glucose levels had dropped drastically. The customer declined troubleshooting as her blood glucose levels did go down after she changed the infusion set. Nothing further was reported.